Manufacturer narrative:
(B)(4).

Event description:
It was reported " screen went black without initializing reboot and powered off". Additional information states that the iab pump console powered back on and therapy resumed. The patient's current condition is unknown.

Event description:
It was reported "screen went black without initializing reboot and powered off". Additional information states that the iab pump console powered back on and therapy resumed. The patient's current condition is unknown.

Manufacturer narrative:
Qn #: (B)(4). The reported complaint of "screen went black without initializing reboot and powered off" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.